Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/27/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope and it was observed with one of the haptics bent and the other positioned. The lens was received cut in two pieces. Customer states a residual refractive error. The directions for use (dfu), tecnis foldable silicone iols with optiedge (multilingual) provide the customers references for the lens power calculations. Due the sample condition complaint could not be verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed no other complaint was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model z9002 +16.5 diopter) was explanted from patient¿s right eye because of patient experiencing residual refractive error. There was no incision enlargement, no sutures and no vitrectomy required. Lens with same model and higher diopter of +18.0 was used as replacement for the patient. Patient was doing well. No further information provided.